Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure 6 months after implant placement. The bone quality was type ii. The oral hygiene around implant was moderate. Local infection and peri-implantitis were observed during the implant removal surgery. The patient will need another surgical intervention.